Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cannula of the bd luer-lok¿ tip syringe with blunt plastic cannula broke off when applying pressure to puncture the medication vial. The following information was provided by the initial reporter: "it is overly difficult to puncture the top of the medication vial with the blunt canula.  Reviewing an event where an rn was trying to apply enough pressure and the cannula broke.  When it broke her hand suddenly pushed forward and she cut herself with the broken canula... Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Rn sustained cut to her hand. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. Yes. She had to waste the medication and obtain a new vial and different syringe. Please describe any additional, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm, if not previously provided. N/a... Treatment was a bandaid."

Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Bd syringes with blunt plastic cannula are specifically designed for use with pre-slit injection sites. They are not compatible with other injection sites. Since the photos received did not indicate proper usage of the syringe a potential root cause could not be defined, and corrective actions are not necessary. It is likely based on the photos and customer verbatim that this product was not being used for its intended application. H3 other text : see h10.

Event description:
It was reported that the cannula of the bd luer-lok¿ tip syringe with blunt plastic cannula broke off when applying pressure to puncture the medication vial. The following information was provided by the initial reporter: "it is overly difficult to puncture the top of the medication vial with the blunt canula.  Reviewing an event where an rn was trying to apply enough pressure and the cannula broke.  When it broke her hand suddenly pushed forward and she cut herself with the broken canula... Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Rn sustained cut to her hand. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. Yes. She had to waste the medication and obtain a new vial and different syringe. Please describe any additional, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm, if not previously provided. N/a... Treatment was a bandaid."